Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer¿s other blood glucose was 425 mg/dl. Customer treated with syringe. The customer also experienced symptom such as difficulty in breathing. The customer stated that they were not using the auto mode feature. The customer reported that they did not allege insulin pump was under delivering. Customer was in hospital due to kidney not diabetes. The insulin pump will not be returned for analysis.